Event description:
It was reported that the patient received inappropriate shock and anti-tachycardia pacing (atp) for an episode that the device detec ted as ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event. It was further reported that the shocks were appropriate. It was additi onally reported that the treated rhythm was atrial fibrillation (af) with rapid ventricular response.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the shocks were appropriate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate shock and anti-tachycardia pacing (atp) that the device detected as ventricu lar fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.